Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient reported that her right breast became saggy, protruded, and felt empty. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).